Event description:
Same case as MDR ID 2134265-2013-08900. It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, 22mm in length, de novo, eccentric target lesion was located in the mildly calcified, mildly tortuous and 2.7mm-32mm in diameter left anterior descending artery. A 6f 4.0 non bsc guide catheter was used. After a choice guide wire crossed the target lesion, a 2.50mm x 20mm maverick² balloon catheter was advanced for predilation. Resistance was encountered during insertion and advancement of the device. The balloon was inflated at 8 atms and ruptured. The device was removed. Another 2.50mm x 20mm maverick² balloon catheter was advanced; however, the balloon ruptured at 10 atmospheres. The device was removed. A 3.0mm x 24mm liberte stent was advanced but encountered difficulty in crossing the lesion. The stent was deployed at 16 atmospheres and the procedure was completed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a maverick 2 balloon catheter with a product pouch. The shaft and balloon were microscopically examined and revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall between the markerbands was revealed. There was balloon material lifted around the pinhole. Microscopically examination presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-08900. It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, 22mm in length, de novo, eccentric target lesion was located in the mildly calcified, mildly tortuous and 2.7mm-32mm in diameter left anterior descending artery. A 6f 4.0 non bsc guide catheter was used. After a choice guide wire crossed the target lesion, a 2.50mm x 20mm maverick²¿ balloon catheter was advanced for predilation. Resistance was encountered during insertion and advancement of the device. The balloon was inflated at 8 atms and ruptured. The device was removed. Another 2.50mm x 20mm maverick²¿ balloon catheter was advanced; however, the balloon ruptured at 10 atmospheres. The device was removed. A 3.0mm x 24mm liberte stent was advanced but encountered difficulty in crossing the lesion. The stent was deployed at 16 atmospheres and the procedure was completed. No patient complications were reported and the patient's status is stable.